Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the right ventricular (rv) lead experienced high and unstable impedance varying from greater than 2500 ohms to normal values. During a routine device changeout, the rv lead was disconnected from the device and measured with the analyzer resulting in normal parameters. At that moment, a possible lead connection issue was considered. In addition, two non-sustained tachycardia episodes with a couple of intervals with slight oversensing were noted. The physician elected to continue using the rv lead and successfully connected the lead to the new implanted device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).